Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. The lens was returned in liquid in the lens case/vial. There was dark residue on the lens. Visual inspection found a piece of the haptic missing. No similar complaint type events reported for units within the same lot.

Event description:
On (B)(6) 2017, after reviewing a returned lens, it was determined that a product malfunction may have occurred. The lens box states, "not used; tear." Claimant states to have no additional information regarding this lens. Associated lens is a cc4204a, diopter +25.0.

Manufacturer narrative:
Corrected data: date of event: corrected from unk to (B)(6) 2017. Claim# (B)(4).